Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, power supply, and snubber assembly. System operates as intended.

Event description:
Customer reported, hearing a loud bang and the system stopped producing images. No pt injury was reported.